Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a shoulder cuff repair procedure the vapr clplse90 electrode w hand cntrls device metal head insert fell out into the patient's shoulder whilst in use. This then took a good 30-40 minutes to retrieve with great difficulty. It is unknown whether a spare device was available for use or whether there was a delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was normal blood loss and no issue with the patient. However, the operation was extended, and additional anesthesia was used due to this event. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly. Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon the photos review, it was observed that the active tip is detached from the tip, the rest of the device appears to be in a normal used condition. The manufacturer performed an investigation with the following results; the device shows the complete separation of the active tip appears to be consistent with previous devices investigated under a CAPA. The likely root cause can be attributed to mechanical fatigue, due to either extended activation or overloading of mechanical forces. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.